Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (over-temperature) malfunction code however, it was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause of the customer reported s233 malfunction alarm code was a broken cooling fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. The device was returned to the biomedical dept with a report of a s233 malfunction alarm code. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No add'l info was provided.